Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was localized to defective u39/u40.

Event description:
The customer reported there was a power issue with the device. The customer was unable to elaborate as he had already boxed up the device for return to the philips bench repair facility. The device was not in use on a patient.